Event description:
Pt had back surgery in 2010. Mts was implanted on (B)(6) 2013 by dr (B)(6). Mts is a trial device and it was supposed to take out after 3 days. After two and half days, pt had high fever. She called the doctor and also st. Jude, but she cannot reach any of them. She went to e. R., at (B)(6). Dr (B)(6) walked into e. R. And pulled the wires out of her back and contaminated the whole e. R. Pt was infected with (B)(6) and hospitalized for 8 days. Pt went home with I. V. Antibiotics for 2 weeks and continued oral antibiotics for 8 weeks. Pt had nausea, vomiting, diarrhea, pain and constant weight loss. Pt was hospitalized for dehydration in 2014. Pt had seen different doctors to find the cause of constant weight loss. Pt has last seen by her pcp on (B)(6) 2015. Pt lost weight from (B)(6). She is losing (B)(6) day and still cannot figure out why. Pt is taking zofran 8mg as needed for nausea and vomiting. Pt still has pain.